Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Prothesis sticks to inserter.

Manufacturer narrative:
A functional check with a mating stem found the inserter did not stick to the stem; however, the tip of the inserter did not sit flush on the stem as intended. Previous investigations found placing the tip of the inserter incorrectly into the driver hole before impaction numerous times may damage and flatten the tip preventing a functional fit with the implant. The root cause is attributed to misuse. The date code a0209 indicates the instrument was manufactured in february of 2009. Based on the root cause of suspected misuse, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.